Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was short with multiple replace alarms emitted within two weeks. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed multiple low battery warnings and multiple replace battery alarms. There was evidence of excessive battery usage/short battery life observed. The battery cap was not returned with the pump. A test battery cap was used for all testing. The pump powered on with the test battery cap and the cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. The pump current draws were not within specifications. The pump case observed to be cracked in upper corner of the display area. During testing, a leak test was performed and a leak was found at the crack in the case. The case was removed and evidence of moisture contamination was found inside of the pump and on transceiver board. When the transceiver board was unplugged the current levels returned to within specifications. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.